Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer passed away on (B)(6) . The customer's health care provider reported that the customer experienced an elevated blood glucose level and diabetic ketoacidosis prior to death. Reportedly, the pump¿s auto-off safety feature was activated around the time of the event. A review of pump data will be performed. A supplemental report will be submitted if additional relevant information becomes available.